Manufacturer narrative:
Product event summary: it was confirmed that the programmer stylus and cursor did not align on the screen. It was also found that the programmer's handle covers were cracked.

Event description:
It was reported that the programmer's stylus would not calibrate to the display screen. Multiple styluses were attempted, and the arrow and stylus tip appear fairly close at the top of the display, but at the bottom of the display, they are more than an inch off. The programmer has been returned to service. No patient complications have been reported as a result of this event.